Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on oekg report, omsc surmised the reported phenomenon might be occurred due to the kinked or cracked bending tube of subject device which was caused by the insertion with excessive force with the distal end bending. If additional information becomes available, this report will be supplemented.

Event description:
Olympus (B)(4) (oekg) was informed from the user that it was found the breakage and cutting of the subject device before using. At the incoming inspection for the repair, the service department of oekg identified the reported phenomenon which the bending section was broken and the sharp metal stuck out from its rubber of the subject device. There was no report of patient injury associated with this event. The user did not provide the other detailed information.